Event description:
Consumer sent e-mail stating the brush heads were falling off the hand piece mid-brushing. No injury was reported.

Manufacturer narrative:
07-jan-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Manufacturer narrative:
Product return was received and product investigation is in progress.

Event description:
Consumer sent e-mail stating the brush heads were falling off the hand piece mid-brushing. No injury was reported.